Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a recharger. The patient called, stating the recharger was not charging. A replacement recharger will be sent overnight to the address provided. The caller commented that the recharger will not charge past 40%. Additional information was received from the patient. The patient called back regarding the recharger that had been sent to them, as noted previously. The patient stated that they were concerned they had received a used recharger since the packaging did not look like it was a new device. The patient also stated that they couldn't have the package sitting in their house the way that it was sent due to their health issues. The agent noted previous notes about the patient talking to a specific agent. The patient agreed to be transferred to another agent to address the reported issue. It was confirmed that the patient received a brand new wr kit. The box is opened, and the recharger is removed to be taken out of shipping mode, placed back in the kit, and then sent to the patient. I called the patient back to let them know, and they are ok with using this equipment but want to prevent this from happening to them in the future. Additional information was received from the patient. The patient called back regarding recharger connection issues. The patient stated they had gotten a botox injection(unrelated) done and now can't connect to ins to charge. The patient stated they had tried doing some troubleshooting before calling, including a "reset.". The patient stated the handset was not connecting to the recharger. I had the patient attempt to connect to ins without using a handset and was able to confirm the recharger was connecting to ins. I reviewed recharger tones with the patient. The recharger was disconnected a few times. The patient was able to get the handset to connect to the recharger as well and saw a 20% battery charge. . The patient repeated information previously documented. On 2025-sep-15 additional information was received from the patient. They reported that their previous implant wouldn't charge or connect.